Manufacturer narrative:
The manufacturer did not receive the device for investigation. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a mis, rasp handle, double offset, right broke during surgery. Since the exact date of the event was not reported, it will be entered as the date of awareness.

Manufacturer narrative:
It was reported that the impactor mechanism broke during surgery on (B)(6) 2016 , it did not affect the outcome. No trend identified. The compatibility check was not performed as only one product was reported. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual inspection of the mis double offset rasp handle, right was conducted. There were signs of usage, especially dents at the strike plate. However no signs of breakage could be identified. Functional tests: functional tests were conducted. The functional tests were performed using two different rasps: mis, cls rasp size 9 and mis, cls rasp size 15. Both rasps could be connected to and disconnected from the handle without any problems. Afterwards, the rasp was fixed and multiple hammer blows in both directions were performed on the striking plate of the rasp handle. No dislocation or breakage occured. The reported event could not be confirmed. Root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as based on complaint summary of the reported device an adverse trend due to design would have been detected. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as according to the material compatibility specification the material was tested. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible, as no signs of corrosion could be detected. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => not possible, as nothing indicates that the surgeon was unfamiliar with the device and according to the per the surgical technique was followed. Instrument breaks or deforms due to off-label / abnormal-use => not possible, as no signs of off-label use could be detected. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it was reported that the impactor mechanism broke during surgery, it might not have been possible to use the handle with the rasp anymore. However based on the visual examination and the functional tests a breakage could not be confirmed. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as it was reported the impactor mechanism broke during surgery, it might not have been possible to use the handle with the rasp anymore. However based on the visual examination and the functional tests a breakage could not be confirmed. Conclusion summary: based on the returned product and the given information the complaint could not be confirmed. The visual examination and the functional tests did not confirm the device is broken. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).